Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had high blood glucose levels on the morning of the call. Customer reported performing a set change, then treating with a manual injection. Blood glucose level at that time was 526 mg/dl. Blood glucose level at the time of the call was 463 mg/dl. Customer declined troubleshooting. During a follow up call, blood glucose level was 435 mg/dl. The insulin pump was not replaced or returned for analysis.